Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. Reportedly, customer loaded a new cartridge to resolve the issue.